Manufacturer narrative:
The lead was in use for treatment. The lead was in service for approximately 17 years, 10 months before being explanted, and the lead will not be returned for evaluation, therefore, the reported clinical observation cannot be confirmed. The lead passed all in-process and qa final inspection steps before shipping to the customer. Per qa permanent pacing lead final inspection procedure the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, helix to connector pin used as contact), "d" dimension on is-1 connector is measured and tubing inspection is done. A general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. Although the root cause of this failure could not be determined, potential causes of this failure may be: unsatisfactory electrode position or damaged coating on tip during implant. The potential effects from this type of failure include: less efficient pacing, more frequent battery replacement, intermittent or continuous loss of pacing or sensing, or another procedure may be required for repositioning or removal. Per pr flexion instructions for use (IFU) it informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance. Per instructions of use of guidant permanent implantable pacing leads (IFU) it informs the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explanation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. Based on the investigation, a CAPA is not required. The lead is no longer manufactured by oscor. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type.

Event description:
It was reported that the device checked yesterday everything normal.- today patient in patient and telemetry showing loss of capture in the ventricle. Pt is rhythm so aai - 60 with rv back up pacing - rep sending me strips to look at - rep stating that the ventricular events not occurring. Received strips and it does show loss of capture - through follow ups they found in trending for rvat that the thresholds have been varying as high as 1.9v and output were set to 2.0 v. Discussed increasing the putputs to 4.0 v and monitor patient. Rep stated he went to 5.0v just to be sure. Rep will discus with md about possibly dropping down a new rate sense lead. On october 14, 2019, additional information was received that this lead was explanted on (B)(6) 2019. The location of the lead is unknown as the system was replaced with a competitor's products, and the customer's representative was not at the procedure.